Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 november 2020: lot 177440: (B)(4) items manufactured and released on 6-mar-2018. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 1 year and 6 months from the primary surgery due to an infection. The surgeon revised the liner and performed a washout.